Event description:
The manufacturer received information alleging an issue related to bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have breast cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have breast cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer received information alleging an issue related to bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have breast cancer. The medical intervention that the patient received in response to the event is currently unknown. No device has been returned. No further evaluation is possible at this time. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Section h6 codes captured incorrectly in previous report, it has been corrected and updated in this report.